Manufacturer narrative:
This is a report of a use error where the patient did not make a secure connection between the heater line and the heater bag resulting in the heater bag becoming disconnected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater bag disconnected from the heater line. This event occurred during fill one of four while the patient was connected. The patient stated that they may not have connected the line tightly to the bag, which is why it disconnected. The technical service representative (tsr) had the patient close all the clamps and assisted the patient to end therapy. The tsr reviewed proper procedure with the patient. The patient would start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.